Event description:
It was reported that the patient received inappropriate therapy due to oversensing. Low sensing was noted. The patient was brought in for dft testing. High dfts were observed. The device failed to rescue the patient. The device was at eri, so the physician decided to upgrade the system. Externalized conductors were observed via fluoroscopy at change-out. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.